Manufacturer narrative:
Per ent rep, no other details regarding the problem, no parts returned or replaced, and there was no impact to pt. Machine used only once every other yr. No further issues reported. No return expected.

Event description:
Site called in and stated that the gleon posts are coming loose on the fess frame. The frame is functional but they have to screw down the posts. No pt was present.